Manufacturer narrative:
Correction e1- initial reporter.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein patients system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. Section b3: event date is estimated.

Event description:
It was reported that one of the patient's drg leads had migrated. The migration was confirmed via x-ray. The patient also reportedly had high and low impedances scattered across all of their drg leads. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.